Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective ppat pressure sensor on the servo board. In consequence (correction) the servo module (includes the servo board) was replaced. There was no patient or user harm reported.

Event description:
Facility reported on june 30th, 2020 (I could not confirm the timeframe) the ventilator was on a patient and as per the facility: "vent was producing waveforms but continuously alarming "loss of peep" and the patient desated and they could not find any disconnections anywhere." There was no patient injury reported and an internal report was filed. No external reported was filed.